Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9185287. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Incomplete expansion is a known potential complication associated with the enterprise2 vascular reconstruction device. Incomplete expansion of the stent could lead to thrombosis and/or migration or embolization, resulting in ischemia or infarct. There were no reports of patient harm; however, the physician was required to use a balloon catheter (other brand) for dilation to facilitate the full expansion of the stent. Later, the proximal markers were found to be converged again, and the physician was required to implant a second stent inside the enterprise 2 stent to fully open the proximal markers and preclude patient complications. It is important to note, the enterprise2 stent is a self-expanding stent composed of a nitinol core wire; due to the function of the nitinol, it is highly unlikely for the stent to reach full expansion, and then later, have the proximal markers converged again. It is necessary for users to view the radiopaque markers of the stent from several angles under high-quality fluoroscopic observation. The proximal markers of the stent may have appeared to be converged based on the angle of the image taken. Since the incomplete expansion of the enterprise 2 vascular reconstruction device required additional surgical interventions to preclude patient harm, this event meets us FDA reporting criteria under 21 cfr 803 with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 23mm enterprise 2 (encr402312 / 9185287) was placed and released in the target site via the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown). The distal markers on the stent opened well, but the proximal markers were converged and could not be opened as expected. The physician removed the microcatheter from the patient and used a balloon catheter (unspecified brand) for dilation and found that the proximal markers were opened well. Later in the procedure, the proximal markers were found converged again. The physician delivered a second stent using the same prowler select plus microcatheter and released the second stent in the first stent and completed the procedure, which was reportedly prolonged by approximately 20 minutes. There was no report of any negative impact on the patient. On 16-jun-2025, additional information was received. Per the information, the target of the endovascular embolization procedure was an unruptured aneurysm on the c6 segment of the internal carotid artery (ica). Procedure images are not available. There were no vessel nor aneurysm factors that may have contributed to the reported initial incomplete expansion. There was no evidence of obstructed blood flow due to the reported issue. The temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. An adequate flush was maintained through the microcatheter during the procedure. The second stent that was implanted was an enterprise 2 stent (catalog and lot# unknown). The additional information confirmed there was no negative impact on the patient and the reported 20-minute procedure extension was not considered to be clinically significant.